Event description:
New information received notes the pacemaker was explanted.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with normal telemetry and no output. Analysis performed noted high leakage battery current. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with normal telemetry and no output. Analysis performed noted high leakage battery current. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information notes the patient was stable post explant.

Event description:
It was reported that the pacemaker reached the elective replacement indicator (eri) prematurely. The pacemaker was pending explant. The patient was stable.